Event description:
It was reported that during a bph procedure three fibers broke. It was noted that the first fiber broke after 200,000 joules of use. The second fiber broke after 78,000 joules of use and a third fiber was used for more than 600,000 joules. How the procedure was completed was not reported. There is no indication of an adverse outcome. This report is for the second fiber.